Manufacturer narrative:
The sample has been returned to arrow. Co's examination and testing found that the pump did not flow as received. Microscopic examination of the capillary tubing found a clear crystalline substance. A ftir analysis of the material determined it to be biological/protein. This crystalline material is the cause of the irregular flow. The source of the material is undetermined.

Event description:
It was reported that the pump exhibited both fast and slow flow rates, and finally stopped flowing. The pt underwent a nuclear medicine study and hepatic angiogram, both of which showed no obstruction at the exit site of the catheter. The pump was explanted and replaced with no pt complications.